Event description:
I think I have a tampon stuck in me- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she believes a tampon is stuck inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.